Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. The patient was in atrial fibrillation (af); therefore, it was noted that the lead could not be evaluated. It was noted that tachycardia therapies had been turned off. No adverse patient effects were reported. The device remains in service.